Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported that on monday, they woke up at 9: 30pm and was being shocked in their groin area every time they took a breath or moved. Pt said the shock lasted almost 3 hours and was so excruciating that they had to give them ketamine up their nose in the ambulance because they couldn't get an IV in them. Pt then said that when they went to turn their stimulator controller on, the controller was dead so they put it on charge and it wouldn't turn on. Pt thought maybe they pulled the cord out of the wall, but it was fine so they moved it to another plug and nothing happened. Pt knew that the stimulation was off already, but they were still being shocked down there. Pt went outside to let their dog out and the neighbor heard them and pt had already been thinking about calling the emergency room. Pt mentioned that they were fiddling with the controller and decided to pull the battery out and put it back in and the controller came on. Agent documented historical event on the call. The stimulation had been off since monday, but pt was able to get the controller to charge. Pt mentioned they think the shocking sensation was due to their tailbone, as they had a fusion back in 2005, and their tailbone is like a rock that has tripled in size over the last ten years. Pt stated they cannot get an MRI, but they were able to have a CT scan done. Pt had the CT scan done 2 days ago and had to go pick up the actual disc and the report tomorrow. Pt was told to wait a couple days and then take it to their pain management doctor to try and get a sooner appointment on (B)(6) for their regular follow up. Pt stated the only thing that seemed to have helped at the time when it was bad was taking their thumb and pushing it in on each side right above their pubic bone on the outside of the joint of the groin to stop the shocking sensation. Pt stated they had to titrate down their pain meds on monday, and they had a dexa scan. Pt stated they think they could have broken a lead or something, and they are going to follow up with their pain management doctors, but they wanted to let the manufacturer know what was going on, and to notify manufacturer the controller is now working after reset. Agent documented all information given on call and continued to redirect patient to healthcare provider.